Event description:
Nine patient samples recovered initially with high iron results; same samples repeated with lower values. Patient initial result in ug/dl repeated result in ug/dl. Patient #1. 139/60, patient #2. 101/30, patient #3. 160/98, patient #4. 151/67, patient #5. 127/43, patient #6. 105/27, patient #7. 144/62, patient #8. 105/27, patient #9. 181/110. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies. The field service representative replaced the stir paddle, reagent and sample syringe seals, cleaned the wash stations, msv plates and rinse unit nozzles. Precision checks were performed, recovered within specifications.